Event description:
A malfunction was reported with the pump, but no notable events occurred before the issue, and there was no adverse impact on the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue reappears; the customer understood these instructions.